Event description:
It was reported the device intermittently powers off when in use. The device was returned for full testing, repair, and performance certification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, ring cover, and battery drawer are broken. Both bail covers, the ring, and both bails are missing. Battery contacts are compressed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.